Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 09) occurred. Reportedly, the cartridges had been filled with 250 units of insulin. Customer's blood glucose level was not impacted by these alarms. Reportedly, the customer reverted to manual injections for insulin therapy.